Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment but was unable to confirm the reported complaint. The drive gas check valve was replaced proactively per the customer's request.

Event description:
The hospital reported that, during a case, the ventilator was not functioning as expected. The clinician reportedly switched to manual mode to complete the case. There was no reported patient injury.